Event description:
It was reported that three cases of cellulitis following Saf-T-Intima insertion were reported between July 5 and July 9, all requiring antibiotic therapy. A further investigation is currently ongoing. Based on the information available so far, the events are likely related to user practices rather than a product-related issue. No additional action is required at this stage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.